Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2367 (resume error, critical error found) alarm. It was not reported if the patient was connected at the time of the alarm. The step of peritoneal dialysis therapy during which this occurred is unknown. It was not reported how the alarm was resolved nor how the patient planned to complete therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.